Manufacturer narrative:
The device evaluation has been completed. The device was inspected and it was found in normal conditions, then, during the second visual inspection the peek housing transition was found cracked. A deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the t bar slippage and the damage ion the peek housing transition cannot be determined, however, an internal corrective action has been opened to investigate the issue of the t bar sliding down. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. During the operation, the catheter could not deflect. The second catheter was used to complete the operation. There was no report on patient injury. This issue is not MDR reportable since the potential that it could cause or contribute to death or serious injury or other significant adverse event is remote. The complaint product was returned to biosense webster inc.¿s (bwi) failure analysis lab (fal) for evaluation on 11/14/2018. Initial visual analysis noted the returned device appeared normal. A second visual analysis performed on 11/27/2018, identified a "crack" in the pu at the "tip to peek transition". This finding has been assessed as an MDR reportable malfunction. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction through visual analysis on 11/27/2018 and has reassessed this complaint as reportable.